Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed; however, the reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device and surgical intervention appear to be related to circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the patient¿s challenging anatomy such that the balloon became damaged and ruptured; however, since limited information was provided, a conclusive cause cannot be determined. Additionally, the resistance reported during removal likely result from the ruptured balloon material catching on the patient¿s anatomy and/or accessory devices during removal as the rupture likely did not allow the balloon material to refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4: lot number updated from unknown to 40118g1.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). A 6x150mm armada 35 balloon dilatation catheter (bdc) was used for dilating the vessel; however, the balloon was noted to rupture during its second inflation at 12atm. Resistance was noted during the bdc removal and a surgical cut down was performed to remove the device and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.